Event description:
Procedure type: low anterior resection. According to the reporter: the surgeon had noted that the tissue on the anvil was slightly thinner than usual but decided to still use the stapler. Afterwards the surgeon administered an air test which showed 2 to 3 bubbles from the anastomosis. Furthermore, the distal tissue specimen was missing majority of the tissue. The surgeon then decided to over-sew trans-anally the area which then resulted in the positive outcome (colostomy for 4-6 weeks). No pt injury was reported. The pt is in well current condition.